Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report (uf # 3902560000-2022-8038) from FDA which states, "turned pump on to start mivf, battery error message displayed. Removed pump from service, new pump used in the room. The battery reconditioned per manufacturer's recommendations on longstanding recall; device back in service."

Event description:
Received a copy of the customer's medwatch report (uf # (B)(4)) from FDA which states, "turned pump on to start mivf, battery error message displayed. Removed pump from service, new pump used in the room. The battery reconditioned per manufacturer's recommendations on longstanding recall; device back in service."

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.